Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer report was not able to be duplicated or confirmed with the device. Troubleshooting with the returned multifunction cable included bench handling, energy testing at various patient impedances on a simulator, and cardioversion stress testing which yielded no discrepancies. Review of the device log indicates the patient impedance jumping from 97.8 ohms to 140 ohms at the time of the shock which indicates poor patient to electrode coupling. The returned pads did show some burn marks which are evidence that an arc occurred, further indicating an issue with coupling. The investigation was attributed to poor patient coupling. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert an 89 year old male patient, a loud pop noise was heard from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.